Event description:
Olympia clinical study: six days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.0mm, 25mm long, 95% stenosed portio of the proximal circumflex (prox cs) extending to the distal circumflex (dist cx) . The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.75x28mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged the next day on plavix and aspirin six days later the pt expired after experiencing chest pain and cardiac arrest. In the opinion of the physician the relationship of the pts death to the taxus stent is probable.